Event description:
Device evaluation identified a reportable malfunction, cracked or failed power cord plug, unrelated to the original complaint which was not a reportable event.

Manufacturer narrative:
(B) (4): the evaluation confirmed a cracked/failed power cord plug. (B) (4)